Manufacturer narrative:
The production identifier of lot number was not available from the consumer. The consumer did not have the package. With no means to determine the manufacturer/asset line and day of production, no investigation on documents could be performed. However, a review of the consumer's sample photo identified the foreign material as a piece of cellophane used to protect the tampon upon assembly. The consumer's reported event was due to manufacturing. The cause of the cellophane material left on the tampon was inadequate process controls at the pledget loading station.

Event description:
Consumer reported that after insertion of a tampon and removal of the applicator, she noticed a piece of plastic pledget wrap attached to the applicator. She did not report any adverse health effects or the need for medical attention.